Manufacturer narrative:
The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during a procedure, the blue side of the jaw melted. No patient injury occurred or medical intervention was required. Examination of the device by medtronic found the device was damaged in a way that fails hipot testing for electrical leakage.

Manufacturer narrative:
Correction: evaluation summary: one(B)(4) device was received and evaluation of the returned product confirmed the reported condition. Visual inspection found part of the blue coating on the side of the jaws was melted and bare metal was visible. All pieces appeared to still be attached. The investigation noted that the device appeared to have been heavily used. Activating the monopolar function for an extended period of time when tissue is within or contacting the side of the jaws can cause energy to flow through an alternate path other than the monopolar tip and melt the insulation. The clear insulation also shows signs of damage from rough use or improper handling through a trocar. The investigation identified the root cause of the reported event to be user error. The IFU states: keep the electrode clean and free of all debris. This will reduce the need for additional energy, decrease thermal spread, and minimize increases in jaw temperature that may damage jaw insulation. Do not activate the monopolar tip while grasping tissue in the jaws. Doing so will result in unintended burns and may result in the jaws retaining excessive heat which may damage jaw insulation. If information is provided in the future, a supplemental report will be issued.